Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise. The noise could not be reproduced with isometrics. It was noted that the lead impedance had been rising gradually and was 927 ohms at the last interrogation. The non-pacemaker dependent patient was scheduled for a follow-up, and would be monitored.